Event description:
The event is reported as: per (B)(4) affiliate: client indicated when the hemoclip is going to be re-charged it doesn't align correctly to the clip jaw of the applicator. It also has difficulty grabbing the clips from the case, for which it takes them more time in a surgery process. No reported patient injury. Add'l info has been requested on clips.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent at completion of investigation.